Manufacturer narrative:
E1: initial reporter phone no: (B)(6). The device was received for evaluation. During evaluation, the reported problem of 'failed ds occ test, 22 psi' was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The force sensor will require calibration per service procedure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed downstream occlusion test. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.